Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There are no other complaints in this lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reported blurred vision making reading difficult. The lens was exchanged for a different model. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first eye.